Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaws became loose. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. Based upon the evaluation results, the reported complaint was confirmed for the detached heater wire. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).